Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection has found the device to have a wrinkled cuff, and a deformed obturator. The obturator size was noted to be 5.0mm. According to the information printed in the neckstrap, the correct size for the obturator should be 4.5mm. The reported customer complaint was confirmed. Smiths is to verify the ID and model coincides with printing on the neckstrap, as well as the obturator protrudes past the distal tip of the device.

Event description:
Information was received that during a routine tracheostomy tube change out of a smiths medical pediatrich tracheostomy, respiratory therapist had difficulty placing as the silicone sleeve on the obturator had slid over the tip of the device. It was reported that it remains stuck inside of the tracheostomy as a result. This is requiring the patient to receive a replacement tracheostomy every two weeks.